Manufacturer narrative:
Approximate age of device - the centrimag primary console is not a single use device. The approximate age of the device will be submitted in the supplemental report when the manufacturer' investigation is completed. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that during animal trials in (B)(6) there was an issue with centrimag hardware. A console's screen went blank; the motor continued to run, however the user had to swap the console and motor onto a backup. The console and motor were both returned for evaluation. No additional information was reported.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of screen blanking could not be confirmed nor reproduced during testing of the returned centrimag 2nd gen console (serial number (B)(6). The console was evaluated and tested by the service depot under work order # (B)(4). The reported event could not be duplicated during the investigation of the returned console. The console was operated along with its related motor (serial number (B)(6), evaluated and tested under (B)(4) for an extended period of time. The console did not display any issues or atypical alarms during testing. During testing it was noted that the console's battery was due for its routine maintenance. Battery maintenance was performed successfully. The console was functionally tested per the centrimag 2nd gen primary console service process and it passed all tests. The returned console was found to function as designed. A data log file retrieved from the console did not capture any events on the reported event date nor did it capture any atypical alarms or events which would indicate a console related issue. As a result, the root cause of the reported event could not be conclusively determined nor correlated to the returned device. The tested unit was returned to the rental pool. Reports of similar events will continue to be tracked and monitored. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: correction. The report of screen blanking could not be confirmed nor reproduced during testing of the returned centrimag 2nd gen console (serial number (B)(4)). The console was evaluated and tested by the service depot. The reported event could not be duplicated during the investigation of the returned console. The console was operated along with its related motor (serial number (B)(4), evaluated and tested under pi-2019-0015637-04) for an extended period of time. The console did not display any issues or atypical alarms during testing. During testing it was noted that the console's battery was due for its routine maintenance. Battery maintenance was performed successfully. The console was functionally tested per the centrimag 2nd gen primary console service process and it passed all tests. The returned console was found to function as designed. A data log file retrieved from the console did not capture any events on the reported event date nor did it capture any atypical alarms or events which would indicate a console related issue. As a result, the root cause of the reported event could not be conclusively determined nor correlated to the returned device. The tested unit was returned to the rental pool. Reports of similar events will continue to be tracked and monitored. No further information was provided. The manufacturer is closing the file on this event.